Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for an unknown indication for use. It was reported that the patient presented to the emergency room (ER) with symptoms of withdrawal. There were no known environmental/external/patient factors that may have caused or contri buted to the event. The pump logs were checked and the logs looked ok with no motor stalls. Surgical intervention was planned for (B)(6) 2024 to explore if there was an issue with the catheter and why the patient might be experiencing this. Additional information was received reporting that the surgical intervention occurred and the hcp opened up the pump pocket and aspirated back through the pump which was successful. It was not known why the patient went into withdrawal. Since the hcp was already in the pump pocket, the physician changed out the pump proactively. The hcp aspirated the pump three times successfully. At this time the patient has a functioning system. The patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.